Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has no ECG trigger, won't 0 transducer line. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) investigated the customer's complaint with no ECG trigger and won't zero transducer line. Fse could not reproduce the complaint. Found no problem with triggering off of ECG or ibp. Reviewed the log and found no major faults or failures. Functional tested without any failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a